Manufacturer narrative:
As-received, device was operating in backup mode due to low battery voltage. Original battery had depleted to end-of-life level. The implant duration was 5.68 years, which exceeded the device's 4.54 year projected longevity, and is considered normal battery depletion. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to clinic for pacemaker interrogation. The interrogation started but security mode was activated so the device was not able to be interrogated. A magnet was then placed over the pacemaker but there was no magnet response noted. The physician alleged that there was premature exhaustion of the device. There was no loss of pacing noted. The device was explanted and replaced, and the patient was in stable condition.